Event description:
As per the FDA maude report from the user facility: balloon dilation catheter used to perform balloon angioplasty of pt's coarctation would not deflate after full inflation. Dr. Made the decision to make the balloon catheter burst while inside the pt's descending aorta so that the catheter could be removed from the pt's body. Outcome: no harm to the pt. Pt had a successful coarctation angioplasty.

Manufacturer narrative:
The device was not returned to numed for eval. A sample device was pulled and tested for inflation and deflation times. The sample catheter was tested and performed according to specs. A specified in the maude report from the facility, this device was being used off label for coarctation of the aorta. The tyshak ii catheter is only indicated for pulmonary valvuloplasty.